Event description:
It was reported that during the implant procedure, a right ventricular lead was implanted but had high impedance on the rv and svc coils when the device was placed into the pocket. The physician disconnected and then reconnected the lead to no avail. A new right ventricular lead was implanted and the procedure was completed with no further issues. The follow day, an alert triggered for high impedance on both the rv and svc coils. The physician indicated that the setscrews were not working and a new device was implanted. Once the device was removed from the patient, visual inspection noted that the setscrews were all the way in before the the lead pin was inserted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection only found that the insulation cuts located at rv leg,damage at implant. All the electrical test results were passed. The insulation breach found during analysis is not related to the complaints of high impedance. If information is provided in the future, a supplemental report will be issued.